Event description:
It was reported that an ilet user experienced hyperglycemia at 271 mg/dl after a supply change, with insulin observed leaking from the connector. The user performed a complete supply change and insulin delivery resumed, after which glucose returned to range. Customer care provided support that included a review of device use, and verification that glucose returned to range. Investigation of this case revealed a probable infusion/connector integrity issue consistent with leakage that impeded insulin delivery, which resolved after the set and supplies were replaced. No symptoms associated with elevated blood glucose reported. Outcomes included no injury and no medical intervention. It was concluded that the event was attributable to a component or connection issue affecting delivery, with no persistent device malfunction identified after replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.